Event description:
Patient was given 6000u heparin in preparation for dfr with comet wire. When tech was starting equipment for dfr, equipment would not function. Biomed called by business and technical manager. Waited approx 10-15 minutes to try to get dfr functioning. Physician decided to forgo dfr due to equipment not functioning with no clear indication of when it would work again. Therefore, patient received heparin that they did not need due to equipment malfunction.